Event description:
A report was received that the patients lead was sticking out. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that it was confirmed that there was skin breakage. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients lead was sticking out. The patient underwent a lead replacement procedure and was doing well postoperatively.